Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that regarding a 72" (183cm) appx 1.4ml, smallbore ext set w/ anti-siphon valve, clamp, luer lock that the infusion tubing leaked in two separate cases and also frequently alarmed "obstruction" with infusion pump. Did not happen with the first syringe but once syringe was replaced. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
The complaint of infusion tubing leaked in two separate cases and also frequently alarmed "obstruction" with infusion pump on item b2038 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown. Corrected information can be found in: -d10 - concomitant products. -section e (throughout). -h6 - component code. Additional contacts: (B)(6).